Event description:
The surgeon inserted an aa4204vf silicone plate lens and lens tore upon insertion.the lens was removed without enlarging the incision and no sutures were required.another lens was inmplanted.there was no patient injury.